Manufacturer narrative:
Failure analysis noted that the act button on the insulin pump had no button response due to corroded keypad traces. The pump had scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that the act button was not working. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.